Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jucsf375 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the extension tubing was found to have a hole in it. Kit and product was discarded. No other information was provided.